Event description:
Complainant alleged that the clinicians were attempting to pace a pt with a third degree heart block, and who was presenting a bradycardia heart rhythm. The pt was administered atropine. The clinicians paced the pt at 60 pulses per minute (ppm)and at 60ma, but they were not able to capture the pt's heart rhythm. The clinicians then increased the ma setting to 80. Although the pt's heart rhythm was not captured, the pt appeared to have considerable muscle reaction, so the settings were not increased. The clinicians repositioned the electrodes that were being used with the device but the pt heart rhythm was still unable to be captured. The clinicians then obtained another device and successfully captured the pt's heart rhythm. The complainant indicated that there was no adverese effect on the pt as a result of the reported malfunction.